Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported during pd treatment she received "m31 air detected in cassette" and "drain complication" alarms during drain 0 of 3. Prior to calling the patient had reportedly checked the lines multiple times but was unable to see anything that was left open. The patient cancelled the treatment and noted a fluid leak from the cassette when removing the cassette from the cycler. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no patient injury or adverse event. Per pdrn it was unknown what may have attributed to the leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Per pdrn no prophylactic medication was provided to the patient and no adverse event occurred. The patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy.

Manufacturer narrative:
Plant investigation: the cycler was returned for evaluation. The reported symptom fluid leaking was not confirmed. The reported symptom m31 air detected in cassette warning was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An accelerated stress test (ast) was perform and passed. No fluid leaks were noted in the test cassette during the accelerated stress test. Patient sensor calibration check and mushroom head check passed. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported during pd treatment she received "m31 air detected in cassette" and "drain complication" alarms during drain 0 of 3. Prior to calling the patient had reportedly checked the lines multiple times but was unable to see anything that was left open. The patient cancelled the treatment and noted a fluid leak from the cassette when removing the cassette from the cycler. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no patient injury or adverse event. Per pdrn it was unknown what may have attributed to the leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Per pdrn no prophylactic medication was provided to the patient and no adverse event occurred. The patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy.